Event description:
It was reported that the patient had a revision on the asr hip implant due to pain. It was further reported that prior to the event, the patient experienced pain at night and also was functionally impaired. It was further reported that cobalt and chromium was found in the blood of the patient as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Reason for revision: pain. Patient activity level prior to event: night pain, function impaired. Type of patient activity: walking time reduced. Patient clinical condition prior to revision: psoriasis. Has death or serious injury occurred? No. Has an MRI scan been sent to ic? Yes. Has a blood sample been sent to ic? Co = yes; cr = yes. Has soft tissue samples been sent to ic? Yes. Update 5 may 2015: marked com as legal, added kid, stem and sleeve details, reference number. Patient is bi-lateral. See (B)(4) for left hip.